Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation. The skin irritation was described as red and raw. The patient's doctor recommended the use of silvadene cream. There is no alleged deficiency. Follow up was completed and the skin irritation was improved.